Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) detected high out of range shock impedances on the s-ICD electrode. Technical services (ts) recommended lead integrity testing and x-rays. No adverse patient effects were reported. The device remains implanted and in service.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) detected high out of range shock impedances on the s-ICD electrode. Technical services (ts) recommended lead integrity testing and x-rays. The recommended troubleshooting was performed and x-ray imaging confirmed lead fracture. No adverse patient effects were reported. New information received indicates that the troubleshooting was performed, and high shock impedances were observed. Ts reviewed the data and believes that the electrode is impaired and is exhibiting the failure mode described in the emblem electrode lumen advisory population first communicated on december 3, 2020. Ts believes that the patient is not protected and recommended intervention to replace the electrode. The field representative reported that for clinical reasons, the patient will receive a transvenous system and there are no plans to explant the electrode. The s-ICD system was explanted and replaced with a transvenous system.